Event description:
Pt underwent surgery for hernia repair on (B)(6) 2020, and was implanted with surgical mesh on bilateral groin area. Pt reports that about 3 weeks after surgery, he had an infection with symptoms including burning sensation, indescribable pain in abdominal region and pus leaking from his groin. Pt states going to the ER, was dx with gangrene and admitted to the hospital for treatment lasting about a week. Patient notes that since discharge, burning sensation, pain at the implant site, fevers of 102 and elevated blood pressure from the pain persist. Pt reports that there was a delay in scheduling the 2nd surgery pending insurance approval. Pt states second surgery took place on (B)(6) 2021, for the removal of the surgical mesh and alleges that the surgeon noted in a report that the surgical mesh was defective. Of note, pt alleges that the doctor who implanted the device stated that if something happens as a result of the surgery that the patient cannot come back and sue. Pt states that he is now pursing legal avenues.